Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿rupture.¿ the device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell assessed as inclusive. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side ¿rupture.¿ the device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Patient reported right side ¿rupture.¿ the device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.